Event description:
The end user was ambulating with the rollator on an incline. She applied the brakes and let go of the device. It began to roll away and as she grabbed for it, she fell off a curb and suffered a laceration over her eyebrow. The laceration was repaired with sutures.

Manufacturer narrative:
The end user reported that she applied the brakes and let go of the handles. It began to roll away and as she grabbed for the device, she fell off of the curb and suffered a laceration above her eyebrow. She received ten sutures to repair the laceration. The sample was returned and evaluated. Scratches, dents, and dirt were found on the device. All four wheels were extremely worn with one being worn to the point of balding. The rear wheels exhibited greater wear than the front. This suggests the rollator was being used while the brakes were engaged. The brakes were not adjusted correctly. It was apparent from the sample eval that the brakes had been adjusted at one time. The owner's manual provides instructions regarding proper brake operation and adjustment as well as going device maintenance. The sample eval suggests these were not followed. No mfg defect was identified. We have determined the root cause of the reported incident to be a lack of maintenance.